Manufacturer narrative:
Possible dates: (B)(6) 2016. Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. (B)(4).

Event description:
It was reported that a portex bivona inner cannula had a hairline crack down the length of the tube. This event occurred while the tube was being cleaned at the end of therapy, and was not in use with a patient at the time of the event. The customer noted that the tube may have been fenestrated, and the fenestrated tube had splits around the fenestrations. The tube was removed and a new tube was supplied for patient use. No patient injury was reported. See MFR: 3012307300-2016-00355, 3012307300-2016-00356, and 3012307300-2016-00358.

Manufacturer narrative:
The customer reported that four devices contributed to four reported events (one device per event). The customer returned four devices for evaluation. It could not be determined which device was associated with which reported occurrence; therefore, the evaluation of the four returned devices will be used for the medwatch. Four used inner cannulas from a blus trachy product were returned for investigation. The samples were received without their original packaging. Visual inspection was conducted at a distance of 12"to 24" and under normal conditions of illumination. Splits in the inner cannula tubes were found during inspection. Investigation was unable to determine the root cause of the observed splits in the trachy tubes.